Manufacturer narrative:
This product is a multi-pack with 4 products of part# 5430430. This part is not approved for use in the us, however a like device with part# 5440430, upn (B)(4) and 510k # k102555 was cleared in the united states. Product analysis result visual microscopic visual and microscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the threads. This is consistent with misalignment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l3/4/5 due to lumbar spinal canal stenosis. Intra-op, while implanting the set screw got slipped. No patient complications were reported as a result of this event.